Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the sorin c5 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While on site, the service representative carried out several tests and a technical safety inspection and was unable to identify any abnormalities. A serial read out was performed and the results were sent to sorin group (B)(4) for further analysis. Analysis of the serial read out at sorin group (B)(4) could not confirm the reported issue. No issues were discovered. A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor this issue for trends. Evaluated on site by sorin rep.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no pt involvement.